Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg approximately a year ago. In turn, the ipg failed to establish communication with external devices. As a result, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.